Event description:
Staff was clipping hair from patient's left hip and inadvertently scraped patient's skin leaving about a six inch red mark near the surgical site. The site was not open, but looked like a red rug burn. Surgery proceeded as planned.